Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple was repeatedly giving the same result. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call made on behalf of medical surveillance. The reporter detailed that the meter issue occurred in (B)(6) 2016. The patient manages her diabetes with insulin (unknown brand or dose) and the reporter stated that the patient continued to administer her usual dose of medication and, during follow-up, stated that she had visited a clinic to have her blood glucose tested in response to the alleged issue. The reporter claimed that after the meter issue occurred the patient suffered a symptom of ¿coma¿, and during follow-up stated that ¿in (B)(6)¿ the patient was treated in hospital with ¿insulin and diabetic medication¿. The reporter also claimed that on (B)(6) 2016 the patient visited her doctor¿s office where she was administered ¿1 unit of insulin¿. During troubleshooting the cca noted that the issue was resolved through training. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lfs¿ criteria of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged issue occurred.